Event description:
Complainant alleged that while monitoring a (B)(6) male pt, the display went blank and clinical info could not be seen. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.